Event description:
It was reported that during a sigmoid procedure, the surgeon fired the device correctly and transected the bowel. When he opened the jaws of the instrument, it had failed to fire the staples which left the distal section unsealed. Surgeon sutured the bowel closed until the anastomosis was completed. There were no apparent complications associated with the procedure. It added 20 minutes to the case. There was no pt consequence.